Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
A patient returned for a scheduled five month post-op visit. X-rays taken during the appointment showed one of the set screws had backed out of position. The patient is asymptomatic and the construct looks otherwise fine, so no reoperation is planned. The arsenal spinal fixation system was originally implanted in (B)(6) 2016.